Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the check valve was cracked and leaking on the fill assembly. The stm also observed that the back of the console was pushed in from the device falling backwards and as a result, the lift handle was pushed into the back of the console. The stm noted that the fall may have also caused the check valve to become cracked. The stm replaced the check valve then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the helium for the cardiosave intra-aortic balloon pump (iabp) was depleting. There was no patient harm and no adverse event was reported.